Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked all over the floor during peritoneal dialysis therapy. This occurred while the patient was connected during drain one of five. The patient could not tell where the leak was coming from. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.